Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k113753 and k112160.

Event description:
Doctor reported implant fracture at tooth site 16. Patient came with loose crown on (B)(6) 2022, doctor noticed that implant was fractured and half of the implant remained in the bone. Removal date of the remaining implant on (B)(6) 2022 and new implant placement was on (B)(6) 2022. Patient has been rescheduled for uncovering and new crown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An iimp tm 4.7mm mtx full, 11.5mm (tmtwb11) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone, an attached crown and a fracture at the middle threads. The reported device was location is #16 and was used for approximately 11 years. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (61883753). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61883753) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.